Event description:
Two weeks after device was implanted, pt felt pain, like being stuck with a nail, heavy menstrual bleeding, and clotting. Pt had essure removed and had a tubal ligation, but the md couldn¿t find the other coil, and assumed it migrated. Later pt developed benign tumors and scar tissues in her fallopian tubes.